Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged error 5 message was not resolved with troubleshooting. Per the onetouch ping user guide the error 5 message prompts when there is a problem with the test strip or the sample that was applied to the test strip was too small. During troubleshooting the customer care advocate confirmed that the test strip did not cause the same alleged issue in another device. Replacement product was sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.